Event description:
During the procedure, as the physician attempted to withdraw the nexstent delivery system, the distal tip (nose cone) of the delivery system became caught on the ostial portion of the 6f sheath. Following successful deployment of the nexstent 30mm, the physician removed the nexstent delivery system. The physician felt slight resistance when pulling the delivery system back through the sheath; therefore, he gave an increased "tug" on the nexstent delivery system. He subsequently advanced the sterling 5x20 mm post dilatation balloon. At this time, he noticed something remaining on the filterwire ez. He withdrew the filterwire ez and the balloon from the patient. The physician did not close the loop of the filterwire ez during withdrawal. He left it open and withdrew it as he could see the nose cone of the stent system lodged on the filterwire ez, but at that point was not sure what it was. Therefore, he decided that it was best to pull the filter back in an "open" position. In order to pull it back, he changed the long 6f/90cm sheath to a short 6f/10cm sheath before pulling the filterwire ez out of the common carotid and into the aorta. He then inspected the filterwire ez and noticed the blue nose cone. It was reported that the patient experienced no harm and the case was completed successfully with this device. Patient status is reported as "fine."